Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a smartablate¿ system irrigation pump and a high flow rate activation problem with ablation issue occurred. At the end of the procedure, the irrigation bag was full and no irrigation was done. Ablation took place for approximately for 35 minutes before the catheter flush began working. There was an abnormal increase in temperature during the procedure. The generator was set to automatic mode and no errors displayed. No errors were observed from cool flow pump so the generator continued ablating. No adverse patient consequences were reported. The high flow rate activation problem with ablation issue has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a smartablate¿ system irrigation pump and a high flow rate activation problem with ablation issue occurred. Additional information was received 1/17/2019, indicating the manufacture date of 10/6/2017 for smartablate¿ system irrigation pump serial# (B)(4). The investigational analysis completed 1/21/2019. The device was evaluated and no error was found. The device is within specification. The device was subjected to preventative maintenance, safety, and functional testing. All tests passed. No malfunction was found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a smartablate¿ system irrigation pump and a high flow rate activation problem with ablation issue occurred. Additional information was received on 11/21/2018 indicating the facility/initial reporter information. Therefore initial reporter has been updated. (B)(6). Manufacture reference no: (B)(4).